Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2011. (Patient weight is unknown). According to the complainant, a fluid loss alarm error message occurred approximately ten seconds into the heating phase of the procedure. A second fluid loss alarm error message occurred and the procedure was then aborted. Additional follow up information reported that a cervical leak did not occur during the procedure. It is not confirmed if a perforation occurred. There were no further complications reported with this event. The condition of the patient is reported to be "fine".